Event description:
Additional information was provided by the physician. The device was inspected prior to use and no abnormalities were identified. The device malfunctioned during the middle of a diagnostic procedure for a high digestive endoscopy. The procedure was successfully completed using the same device and no patient harm or injury. No procedural delay.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer. E1: additional reporter phone: (B)(6). The investigation in ongoing. A supplement report will be submitted when completed.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review, evaluation notes and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, the front panel brightness adjustment button was not working and required replacement. If the frequency of use is high, it is presumed that the parts inside the front panel u deteriorated over time due to repeated use, and the front panel failed due to the failure of the front panel, causing the indication phenomenon. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Phone number provided (B)(6). The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the brightness changed automatically and the front panel brightness manual adjustment button is not working. No patient harm or injury reported.